Event description:
It was reported the device displays an error on the top right of the screen showing software error code 03020016. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips bench service personnel and has been investigated by the philips complaint handling team. Based on the information available, device is evaluated by philips bench service personnel and no issues identified. Device is working fine as per manufacturer's specifications. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device displays an error on the top right of the screen showing software error code 03020016. Patient involvement is unknown. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.